Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal became stuck. A dynaglide foot pedal was being used for a demonstration at the hospital. During the demonstration it was noted that the foot pedal became stuck and required manual assistance to release. There was no patient involvement.